Manufacturer narrative:
Of the 6 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump was unable to perform the prime steps. These reports were received from various sources. The patients associated with this allegation ranged from 15-47 years of age and between 115 and 125 pounds. Of the reported patients, 4 were male and 2 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were zero instances of unable to prime issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: correction to (B)(4).